Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. The device is not available for investigation - lot number not available to determine the age of the device. Based on the description provided, there are two possible reasons for the damage: 1. Tissue contact without activated hf current leads to mechanical overload and breaks the tungsten wire, which forms the electrode. 2. Cutting loop has been worn out by too long operation time. The electrodes burn down over time and get thinner. If one of these applies to that case, can't be determined without part examination. No indication for a systematic failure identified. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a cutting loop. According to the information received, a unintended retention of a diathermy loop electrode during hysteroscopy and removal of uterine fibroid. Patient presented to theatre for transcervical resection of fibroid and endometrial ablation. Procedure performed by consultant surgeon. During procedure a rigid hysteroscope was used to visualize the uterine cavity and a rigid resectoscope with loop electrode connected to electrical source to cut tissue from the affected tissue/fibroid. It became clear that it would not be possible to remove all the required tissue. The procedure was stopped when it became clear that further treatment would be required. While the views of the cavity were sub-optimal, at no point did the resectoscope fail to cut or was there any sign of loop failure. Patient transferred to recovery and on checking the instrumentation it was identified when disassembling the resectoscope that the 5mm diameter, thin crescent shaped loop electrode wire (diathermy cutting tool) was missing from the top of the instrument. The theatres were searched but the missing part of the lop could not be found. X-ray ordered identifying a tiny loop of wire in the uterus. Patient informed/plus apology for the incident prior to discharge and there is a plan in place to undertake a hysterectomy as part of ongoing treatment plan for this patient. This plan is not related to the loop but will in effect remove the loop at the time. Alert sent to gynaecology surgeons advising of removal of the device and replacement with single use devices alert sent to theatre personnel for dissemination at team brief. The trust has made a decision to move over to a disposable device in future and steps are in place for this to occur immediately. The affected device was discarded by hospital.